Manufacturer narrative:
B3: date of event is unknown. G4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the dso sensor to be damaged. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an audible alarm with nothing displayed on the screen. There was unknown patient involvement.